Event description:
Intermittent discrepant magnesium results. The following examples were provide: on (B)(6) 2007, initial result 4.0 mg/dl, repeat 2.4 mg/dl; initial result 34.0 mg/dl, repeat 3.3 mg/dl. On (B)(6) 2007, initial result 4.0 mg/dl, repeat 1.1 mg/dl; initial result 11.0mg/dl, repeat 3.1 mg/dl. Initial results were not reported. The field service representative determined the analyzer fan was not working properly. The instrument was repaired.